Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set had occlusion alarm and the blockage is at site on (B)(6) 2024. The blood glucose level was displayed high at the the of event and was managed by bolus via pump. No further information available.